Manufacturer narrative:
The reported problem was not duplicated during the field service evaluation. The power cord appeared to be slightly loose on the back of the system and was replaced as a precaution. The device history was reviewed and found to meet manufacturing specification.

Event description:
The anterior stellaris shut down on it's own during surgery and was immediately pulled from service. No medical intervention or treatment was required.